Event description:
It was reported that the patient underwent a spinal procedure at c5/6/7 using posterior fixation. It was reported that the screwdriver could not be detached from the set screw after tightening. When the surgeon tried to pull out the screwdriver, the bone screw also came out from the bone. The rescue screw had to be used. No other complications were reported.

Manufacturer narrative:
(B) (4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.